Manufacturer narrative:
Results of service evaluation: the carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection of the internal uim components. The service group found a completely unresponsive touchscreen display and referred the display to the failure analysis laboratory (fa) for a component failure analysis. The uim assembly was reworked and returned to the customer working to manufacturer specifications. Failure analysis investigation: an investigation was performed and found puncture damage (two holes) on the touchscreen cable, which caused the touchscreen to be completely unresponsive. The customer's reported of touch screen calibration drifting was not duplicated therefore the root cause of the reported issue could not be determined, and the cause of the puncture damage is unknown.

Manufacturer narrative:
(B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent unresponsive touchscreen display while in use on this avea ventilator. The customer reported that there was no patient harm with this event.